Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a quadriceps with fibertag surgery on the tape where it is stitched together it is loose, there is a flap in the tape. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588tnt serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the fibertag was damaged. It was also noted that the tail of the suture was frayed. The functional test for this device involved closing and opening the suture loops; the device is performing as intended. The most likely cause can be attributed to mishandling the device.